Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the quick coupling device caused a burn on the skin around the pin site on a patient while in use with a small battery drive device. According to the report, the quick coupling device was making a high-pitched sound and was hot to the touch while in use with the small battery drive device. It was further reported that a discoloration on the skin of the patient was noticed when device was removed. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. It was reported that there was no prolonged hospitalization or specific medical intervention. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. If additional information should become available, a supplemental medwatch report will be sent accordingly.